Event description:
The patient was unable to adjust stimulation on her device and a "call your doctor" icon. The device was in a por (power on reset) condition since (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4).